Event description:
On october 12, 2009, a boston scientific corporation employee became aware of an article, "safety and efficacy of sonographic-guided random real-time core needle biopsy of the liver" by siddharth a. Padia, md, et. Al. Published in journal of clinical ultrasound: 138-143, vol. 37, no. 3, march/april 2009. The following information was derived from this article: an easy core biopsy device was used during a sonographic-guided real-time core needle biopsy of the liver. According to the article, the patient experienced severe post-procedural pain that was treated with narcotic analgesia. Attempts have been unsuccessful to obtain additional information.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture and expiration dates are unknown.